Event description:
Baxter sales representative reported to baxter corporate product surveillance a clearlink solution set with a stopcock in which the stopcock cracked at the rigid plastic connection to the tubing. According to the report, the alleged defect occurred after the initial set-up of the IV line. The nurse attempted to push the first medication(unknown) with an unknown syringe when the stopcock cracked. The primary set was changed out and therapy continued as normal. There were no reports of patient injury, medical intervention, or adverse events. No additional information.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).